Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Upon review of complaint record, it was noted field h9 was inadvertently marked as fy24-omsc-06 instead of 3002808148-10/09/2023-001-c. Updated h9.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the electro-pneumatic proportional valve, resulting in air leakage, and the missing image on the front panel were due to a component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the subject device exhibited failure of the electro-pneumatic proportional valve, resulting in air leakage and missing image on the front panel. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Update: h9. In addition, the following reportable malfunctions were identified during the device evaluation: the device was found to have circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.